Event description:
It has been reported to philips that the emergency stop was activated and no mechanical movement was possible. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the emergency stop was activated, and mechanical movement cannot be powered on normally. Fse tested emergency stop loop is normal and confirmed that pcu (power control unit) had failure. The fse replaced the pcu. After replacement of the pcu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.